Event description:
Patient presented to the hospital for long-term IV antibiotics. Initially she had a PICC line that was being cared for with chlorhexidine prior to a new dressing. Additionally, she had a chlorhexidine biopatch. The site became so irritated that it was presumed to be infected and the PICC line was removed and patient had a port placed. The same reaction started to happen to that area. Eventually staff caught on and stopped cleaning the site with chlorhexidine however she was still getting biopatches placed because staff did not know that the product also contained chlorhexidine. The port site was very red, irritated, and draining a serious fluid from the area just as the PICC site had previously done.